Event description:
The customer reported that the device intermittently shuts down. This was not observed during use on a patient.

Manufacturer narrative:
(B)(4). The customer reported that the device intermittently shuts down. This was not observed during use on a patient. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.